Manufacturer narrative:
Despite efforts, no further information could be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and unknown device exhibited low out-of-range pace impedance measurements. Boston scientific technical services (ts) explained normal ranges to the health care professional (hcp) and suggested performing isometric maneuvers and pocket manipulations. The hcp noted that sensing and pacing thresholds were unchanged and that the patient was not pacemaker dependent. No adverse patient effects were reported. This system remains in service.